Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced defective device, mental and physical pain, disability, loss of enjoyment of life, mesh failed, hematoma, recurrence, and nerve damage. Post-operative patient treatment included revision surgery and removal of right testicle.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.